Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a false upstream occlusion alarm was not reproduced. A review of the event history log revealed "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty optical sensor. The upstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.